Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and a bolus via the pump was delivered to address bg. Cause of initial elevated bg was not reported. Recommendation was made for the customer to discuss the event with a healthcare provider. Multiple attempts were made by tandem technical support to obtain additional information; customer did not reply.